Event description:
Boston scientific crm received information that approximately two months post-implant, this lead dislodged. During a lead revision procedure, the lead was explanted.

Manufacturer narrative:
The analysis did not show any deviations from the specifications that can be related to the issues mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem. The lead was found dissected. Due to these damages, the mechanical test of the lead was not feasible. It is reasonable to assume that the dissection of the lead was due to the explantation procedure. The electrical analysis of the returned lead fragment did not show any deviations from the electrical specifications that can be related to the issues mentioned in the complaint description.